Manufacturer narrative:
Continuation of d10: product type software product ID a820 serial# unknwon product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknwon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient wanted to get to the patient therapy manger(myptm) application to deliver a bolus. During call the patient attempted to connect to myptm app and the patient noted it had been taking a lot longer to get the bolus then it used to because it would lag at 90%. This started about a month ago (B)(6) 2026. The agent walked the patient through clearing data and the patient closed all applications. The patient was able to deliver a bolus.